Manufacturer narrative:
E1: patient city: (B)(6).patient country: australia.

Event description:
(B)(4). Event occurred in australia. It was reported that the patient experienced an event where the box of infusion set tape was damaged and tape was peeled off prior to use. The packaging was reported as not sealed properly misshaped or sterile packaging not intact. No further information available.